Event description:
The consumer reported he met with several manufacturer's representatives who checked this non-rechargeable implantable neurostimulator (ins). They said he had at least 8 more months with the ins, but it went dead 30 days later. The spinal cord stimulation system was charged due to depletion. Relevant medical history included multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.